Manufacturer narrative:
Device evaluation: visual inspection of the returned nail did not reveal any visible external damage to the device. It was, however, noted that the nail was received in a fully distracted state, despite the reported event of an inability to distract. An x-ray analysis was performed for the nail¿s internal components which verified that the nail was fully distracted on the tapered lead screw. No other component abnormalities/discrepancies were found during review of the x-ray. Functional testing was performed and the nail was able to be both fully retracted and distracted. Force testing was performed and passed acceptance criteria. Thus, no failure to distract/retract could be confirmed. Device labeling: it was reported that the alleged issue occurred while the surgeon was attempting to ¿recharge¿ and reuse the nail, however, the nail is a single use device per the precice instructions for use (IFU) and it is not intended to be ¿recharged¿ or reused. Device record review: a review of the device history record (DHR) confirmed the device met all quality inspections and specifications prior to release.

Event description:
No additional information has been provided.

Manufacturer narrative:
The device has been returned and is pending evaluation. The root cause is unable to be confirmed at this time. If any additional information is received, a supplemental report will be submitted.

Event description:
Information was received that during a plate assisted bone segment transport procedure, the nail would not distract upon attempting to recharge. The surgeon attempted to engage the nail, but ended up removing it and completing the procedure using a new nail.